Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a non-st elevation myocardial infarction and side branch occlusion occurred. In (B)(6) 2011, the subject underwent a treadmill test which indicated anterior ischemia at low to moderate workload with 2 mm st segment depression not present on treadmill test two years ago. The subject was referred for coronary angiography. Six days later, the patient underwent coronary angiography which revealed 75% proximal stenosis and 65% mid stenosis of the left anterior descending (lad) artery. A 2.75x16mm promus element was deployed in the mid lad and then the 2.75x12mm promus element stent was deployed in the lad overlapping distally. A 3.0x24mm promus element stent was deployed in the proximal lad. St segment elevation was noted following the 2.75x12mm promus element stent deployment associated with occlusion of a small diagonal. The st elevation was "slowly settling" by the time the subject returned to the ccu. Cardiac enzymes met the protocol definition of a myocardial infarction with peak ck of 351, uln 220, peak troponin t of 488, uln 14.